Event description:
It was reported, that the prograsp forceps was observed to be broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was found in central processing. There was no patient involvement. No other details available regarding the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint. And completed the device evaluation. Failure analysis found the instrument main tube broken. A piece measuring proximately 0.181 x 0.0143 was not returned with the instrument. Additional observation not reported by site, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091 - 0.143 in length, and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.